Event description:
It was reported that the physician believed the leads were reversed in the header. The ra lead exhibited oor low impedance and high impedance and undersensing. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).